Event description:
It was reported that during a da vinci-assisted general surgical procedure, the patient side manipulator (psm) 1 was dead during procedure. The technical service engineer (tse) confirmed that psm 1 oled was black and advised to reboot the system but customer decided to continue the procedure without psm 1 because the procedure was almost done. Tse reviewed the log and found error 307 on psm 1 in the past. The live log was not available at the time. Fse will be dispatched to resolve the issue. The procedure was completing as planned with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: surgeon disabled the arm 1 and continued the surgery with 3 arms. Advised to reboot the system for recovery but customer decided to continue the procedure without psm 1 because the procedure was almost done. Completed robotically with 3 arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The patient side manipulator (psm) was installed on a golden system where the component had functioned as expected. The psm was installed onto a patient fixture platform (pftp) where the unit passed all testing well within specification. The motorpack was then disassembled for further investigation. Using a multimeter, the failure analysis found resistance on the axis 8/dof 9 hall sensor. The psm also passed the oled test, servo test, preload motor health check, brake spec test, brake repeatability test, clutch button check, sa plunger check, sa engagement check, preload sensor check, instrument sensor check, instrument engage spline, sine cycle, smoothness test, friction test, friction high-speed sweep, and backlash test. Root cause is attributed to the axis 8/dof 9 hall sensor.